Manufacturer narrative:
After investigation, tears or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The exposed portion of the soft cannula was found to be kinked. It could not be determined when or how this damage occurred. Despite the damage to the cannula, fluid still flowed throughout the fluid path. The data suggests there was no struggle to deliver insulin as there were no data abnormalities.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking insulin from the infusion site (leg). As treatment, a manual injection of insulin (8u) was given and a new pod was applied.